Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported patient interlock error occurred during a lasik flap procedure on patient's right eye. The error occurred after the lamellar cut and before the side cut. The laser was shut down and the surgery was aborted. There was no patient harm. No further information is expected.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During the onsite visit the tm (territory manager) replaced scanner and scanner interlock cable. The system meets specifications per service installation records. Review of the logfile confirmed the occurrence of the error message ¿scanner interlock activated¿ and caused the treatment to cancel. The root cause for this error could not be identified according to the logfile. A possible root cause is a faulty scanner interlock cable. (B)(4).